Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to a blood glucose (bg) level ranging from 514 to 541 mg/dl. Customer was treated with intravenous saline and insulin. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the customer did not change the cartridge when intended and ran out of insulin. Tandem technical support performed a pump system check and confirmed the pump functioned as intended.